Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the rotapro atherectomy system. Visual and microscope inspection revealed that the device presented no damage or irregularities. The rotawire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. Functional testing was performed by connecting the rotapro advancer to the rotapro console control system. When the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal speed with no resistance or issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotapro became stuck to the rotawire. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A rotapro 1.75mm and rotawire were selected for use. The devices were advanced to the lesion. Rotational speed was set to 180,000 rpm. Atherectomy was performed. Stall occurred when removing the rotapro in dynaglide mode. It was noted that the rotapro became stuck to the rotawire during removal. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event - over 18 years old.

Event description:
It was reported that the rotapro became stuck to the rotawire. The target lesion was located in the mildly tortuous left anterior descending artery (lad). A rotapro 1.75mm and rotawire were selected for use. The devices were advanced to the lesion. Rotational speed was set to 180,000 rpm. Atherectomy was performed. Stall occurred when removing the rotapro in dynaglide mode. It was noted that the rotapro became stuck to the rotawire during removal. The procedure was completed with this device. No patient complications were reported.